Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer stated that they received a pack of gauze that was missing two each within the pack.

Manufacturer narrative:
The device history record (DHR) for lot 15k266762 indicates that there were no defects were found in 80 samples per machine inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. A product analysis could not be performed as no samples were returned for this investigation. The exact root cause of the reported condition could not be determined without an actual sample to examine. A possible root cause may be attributed to the weight count if it was not set up correctly on the autobander. Added variables could have contributed to a weight failure for the scale on the autobanders. The product originates from the manufacturing site and then goes to another source to be used or processed. It is also possible that sponges could have been lost during that process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Bundle counts are performed for miscounts per valid sampling plans on each lot produced. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was adjusted to tighten the bands. The CAPA has been implemented to optimize the autobander process. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in progress. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing are currently being performed at a heightened level for products packaged using banded 10 units for miscount. This heightened testing is performed to ensure containment for the reported condition. Per additional information received on 04/06/2016: the sponges were all within the band when the customer pulled out the pack of gauze. Once they removed the band, they noticed that they were missing one each. Customer is unsure if this arrived from a kit packer or directly from the manufacturing facility.